Event description:
It was reported that during a water vapor thermal therapy procedure, that the generator displayed the error 430, the staff tried to reset the device but the error still there, then it was unplugged and plugged back, but the error persisted. The procedure was aborted. There was no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during a water vapor thermal therapy procedure, that the generator displayed the error 430, the staff tried to reset the device but the error still there, then it was unplugged and plugged back, but the error persisted. The procedure was aborted. There was no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.